Event description:
The customer contacted heartsine to report a non critical issue with their device. Upon inspection, heartsine discovered the locator pin was broken on the defibrillation pad. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine investigated the reported issue and the device worked as expected with the locator pin missing. It is suspected the locator pin was previously bent and may have prevented proper connection to the device. The cause of the reported issue could not be determined. This device was scrapped and the customer received a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.